Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the guidewire was removed, a 1 cm portion of the tip had detached and remained inside the pancreatic duct of the patient. The physician had previously scheduled the resection of the pancreatic duct prior to this ercp procedure and therefore indicated no concern with the fragment. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the distal / bumper tip of the pebax section of the wire was missing exposing the corewire. There is approximately 8 mm of pebax present and still attached to the wire proximal to the missing bumper tip followed by approximately another 3.6 cm of missing pebax followed by a remaining piece of attached pebax measuring 6 mm in length. This 6 mm length has a gash right before the flare. Evidence of adhesive is present at exposed sections of the corewire. The condition of the returned incident device was consistent with the complaint that a 1 cm portion of the tip had detached. The most probable root cause is "caused by other device". The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. The instructions for use under precautions and warnings states: "dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. The jagwire high performance guidewire is back-loaded through a pre-placed catheter. Caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire". "Use a single-use sphincterotome to ensure that the material between the lumens has not been compromised".

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the guidewire was removed, a 1 cm portion of the tip had detached and remained inside the pancreatic duct of the patient. The physician had previously scheduled the resection of the pancreatic duct prior to this ercp procedure and therefore indicated no concern with the fragment. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event.